Event description:
Reference importer report # (B)(4).

Manufacturer narrative:
Document review: gmk primary uc liner size 6, 10 mm: ref. (B)(4) / lot 111414 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Twelve liners belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.